Event description:
It was reported that the observation section of the transmission stated the device was at elective replacement indicator (eri). The patient alert for eri did not trip even though it was set on to trip when eri occurred. The patient was brought into the clinic and upon interrogation with the programmer, the device battery measured 2.64 volts which varied from what was report on the transmission. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.